Manufacturer narrative:
(B)(4). Date of event: unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013 at the (B)(6) hospital in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from (B)(6)2016-(B)(6)2017.

Manufacturer narrative:
F10) patient code: 2135, vessels, perforation of, not listed in the IFU. Device code: 1395, migration of device or device component, not listed in the IFU. Device code: 1528, difficult to remove, listed in the IFU. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : f10) patient code: 2135, vessels, perforation of, not listed in the IFU. Device code: 1395, migration of device or device component, not listed in the IFU. Device code: 1528, difficult to remove, listed in the IFU. H11) corrected data based on new information received: b1) adverse event to product problem . H1) serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 06/20/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right jugular vein due to prophylaxis prior to total knee replacement surgery with history of dvt on coumadin. Plaintiff is alleging migration, vena cava perforation, and device is unable to be retrieved. Patient alleges unsuccessful attempted retrieval on (B)(6) 2013.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 02jun2016-01jun2017.